Manufacturer narrative:
Eval result: brake adjuster.

Event description:
It was reported by service report that the brake was unable to be released at the head end of the stretcher chair. No pt involvement or adverse consequences are reported.